Event description:
(B)(6) study: it was reported that vessel dissection occurred. Treatment of the right anterior tibial artery and right posterior tibial artery was performed using an atherectomy device. Balloon angioplasty using 3 x 220 coyote balloon. Post treatment with coyote balloon, the patient had widely patent lumen with no perforation and brisk flow however, dissection was noted. Post treatment, 0% residual stenosis was noted. The event was considered recovered/ resolved and the patient was discharged home in stable condition.